Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that customer was experiencing low blood glucose level. The blood glucose level was 47 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they had tried to prime the insulin pump but was not able to get pass the rewind even though they had done it multiple times. Insulin was not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. Customer was not able to exit the load reservoir process or preparing to prime loop. The insulin pump will not be returned for analysis.